Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.

Manufacturer narrative:
The device remains implanted in the patient and is therefore, not available for analysis. Medical records and computer tomography imaging were provided and reviewed by a clinical representative with the following conclusion: there are insufficient records to determine where the endoleak occurred and what was done to treat it. A root cause cannot be determined. Possible causes of the reported type of endoleak are: aortic vessel tortuosity, improper stent graft sizing, stent graft migration and/or aneurysmal disease progression to the remodeling of the aorta. There is no indication that the device may have caused or contributed to the event. A manufacturing record review was performed, the lot met all release criteria with no issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling.

Event description:
It was reported that approximately 9 months post-implant of a bifurcated device, a suprarenal aortic extension, and a limb extension, a computed tomography scan, performed during follow-up, revealed a type iii endoleak. The aneurysm sac was noted to have increased; however, the patient was asymptomatic. The patient has marked aortic and iliac lateral tortuosity. The patient was treated with two infrarenal aortic extensions, which successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.